Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cannula was defective and had bent to the left. The customer indicated that there was no patient involved and there are no further details of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.